Event description:
The manufacturer received information alleging flames came out at the back of the everflo oxygen concentrator. The power cord has exposed wires caused by misuse from the customer. The customer would pull the power cord. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The power cord has evidence of thermal damage, exposing wires. It appears the device was placed too close to a hard surface. This caused the power cord to bend, creating weakness in the power cord. Product labeling states,"for proper operation, your concentrator requires unobstructed ventilation. The ventilation ports are located at the rear base of the device and at the side air inlet filter. Keep the device at least 15 to 30 cm away from walls, furniture, and especially curtains that could impede adequate airflow to the device. Do not place the concentrator in a small closed space (such as a closet)."